Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint of pain at the ipg site was not confirmed the returned ipg was visually inspected and ipg was subjected to a functional test on the automated test equipment (auto test). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of the auto test passed. The ipg was programmed and the outputs were monitored while stimulation was on and off; no anomalous outputs were observed. No physical or functional discrepancy was observed that would contribute to the reported issue. The returned ipg displayed normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pocket heating while recharging which shoots down her leg. The patient reports she can only charge her ipg for an hour before the warmth occurs. A replacement charging system was sent to the patient. Follow up information identified the replacement charging system did not resolve the issue. The patient reports she continues to experience a burning sensation at the ipg site whether the system is turned on or off. The patient underwent surgical intervention to remove and replace the ipg which resolved the issue.